Event description:
Surgeon indicated that he planned to remove a knee interpositional device, due to subluxation.

Manufacturer narrative:
Surgeon indicated that he planned to remove a knee interpositional device, due to subluxation. Review of device history record indicated that the device was manufactured to current specifications.